Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the day after this right ventricular (rv) lead was implanted high pacing thresholds and higher pacing impedances were measured. The pacing impedance was about 1110 ohms and was still within normal limits. The physician suspected a micro-dislodgement and performed a lead revision, without further complication or additional adverse event.